Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that the fall and stimulation 'went on again in some way.' The reporter indicated that the system was working now in a 'mysterious way' and the patient was happy. The lead was not going to be explanted. If additional information becomes available, a second follow up report will be submitted.

Event description:
It was reported that on the day prior to this report, the patient "suddenly" felt no stimulation and had pain symptoms. The physician, reportedly, measured impedances and all contacts showed "between 900-1100 ohms on all 16 electrodes." Additionally, therapy measurement was done and showed "normal impedance." An x-ray was performed and showed "no movement of the 2x8 surgical lead," and "no turns of the leads." It was reported the physician tried "all contacts with amplitudes of 7-9 volts," and received "no response from the patient." The lead will be explanted, but no intervention had occured as of this report. There was no further information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 39286. Product type: lead. (B)(4). Report source: denmark.